Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings, low exhaled tidal volume (vte) levels and displaying a patient circuit disconnect alarm were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift. H3 other text : serviced by asp

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings, low exhaled tidal volume (vte) levels and was displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.